Event description:
It was reported that the patient had lost weight (40 kg) and the implantable pulse generator (ipg) pocket site became more noticeable and uncomfortable due to the reduced subcutaneous tissue and a change in ipg positioning. The patient did not wish to undergo a revision procedure because she is now able to perform physiotherapy and maintain control of her pain and disability through exercise, which was not possible before treatment. The patient was satisfied with the therapy, felt her current condition was satisfactory, and that the therapy had achieved its intended goal. As a result, the patient requested an explant of the device. The ipg and two leads were removed without complications. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4).